Event description:
An optometrist reported that a pt had told him that pt had attended eye casualty at a local hosp after experiencing severe pain in their right eye associated with wear of a trial pair of focus night & day lenses. The hosp ophthalmologist diagnosed keratitis and prescribed topical antibiotics, mydriatics and steroids. The incident resolved after 12 days with a small scar in the periphery at 7-8 o'clock. Visual acutiy info is unk. Request has been made to obtain additional info, however, no further info is available at the time of this report.